Event description:
A customer contacted beckman coulter inc. (Bci) in regards erroneous elevated accutni results in the risk stratification range for one patient generated by unicel dxc 600i synchron access clinical system. The erroneous result was not reported out of the laboratory. The sample was repeated on an alternate method and the result obtained was within the normal reference range. The customer did not receive any report of patient injury requiring medical intervention or change to treatment attributed or connected to this event.

Manufacturer narrative:
The sample was collected in a green tube and centrifuged for 10 minutes at 2800 rpm. The samples were process through the close tube accession qc was within the customer's established ranges pre the event. On (B)(4) 2010 the customer performed routine system check which passed within instrument specifications. A bci field service engineer (fse) replaced the peri pump tubing, aspirate probe, substrate probe, and precision pump seals. Fse cleaned the precision and wash valves, and verified alignments. All verification testing met specifications. Although hardware issues were address, a clear root can not be determined for this event.